Event description:
It was reported that the handpiece gave an overheating error message prior to the start of a wisdom tooth extraction, but the device did not feel warm to the touch. The procedure was successfully started and completed with another device. There was no pt or user injury reported.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An eval will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.